Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator and infection at the magnet area (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6)2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on sep 29, 2023.